Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 443 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was performed high pressure test and self test and it was passed. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.